Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): the UDI is unknown because the part number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part number was not provided. The reported patient effect of hypotension is listed in the xience sierra, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an unknown xience sierra stent was implanted on (B)(6) 2018. On (B)(6) 2019, the patient was re-admitted for hypotension and other unspecified cardio vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.